Manufacturer narrative:
Pump received with down arrow button did not respond due to flattened button dome switch. Unable to test backlight display due to down arrow button anomaly. Pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump down arrow does not work and happened during a bolus attempt. Customer also indicated that backlight does not work. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly. Customer's blood glucose was 94 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.